Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient had on and off complaints and the tape has been in place for at least two years. The patient had a cystoscopy and was found to have tape through the bladder. The tape has been cut in the bladder with some remnants left in the bladder wall. The patient is doing very well and has no complaints at this time.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.